Event description:
It was reported that the patient was revised under local anesthesia due to plate exposure in the mouth, not an active infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item # 91-2011, lot # ni; 2.0mm system 2.0x11mm ht x-drive screw. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient's activity level was described as sedentary and had a medical history that includes facial asymmetry. The plates were removed due to exposure of the plate, not an active infection. The medical records were partially legible due to poor picture quality. A definitive root cause cannot be determined. It was noted this patient had a medical history that includes facial asymmetry. It could not be determined if this condition caused or contributed to the reported issue. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.